Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) abnormal noise is coming from the safety disk and crm fan. The device was still usable, so it was continued to be used. There was no reports of health damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation coonclusion , component code, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse found that the crm moisture removal fan was creating the noise. The fse replaced the crm assembly. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Corrected fields: h6- investigation findings code. Updated fields: b4, g3, g6, h2, h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 (remove code "mechanical/fan/blower//4736" from component codes).updated fields: b4, g3, g6, h2, h6: investigation findings and h11.